Event description:
It was reported that, "as per reported by the distributor, during device´s training, the shaft end that fits in the screw head for removing, had broken. Although we have not previously reported, this is a deviation recurrent, sometimes occurring before surgery. We request review of the deviation or informations about possible misuse in order to prevent it."

Event description:
It was reported that, "as per reported by the distributor,during device´s training, the shaft end that fits in the screw head for removing, had broken. Although we have not previously reported, this is a deviation recurrent, sometimes occurring before surgery. We request review of the deviation or informations about possible misuse in order to prevent it."

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following an engineering evaluation.

Manufacturer narrative:
Method: visual inspection, manufacturing record review, complaint history analysis, labeling review: the device was returned for inspection and the distal threaded tip was confirmed to be broken. A review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. The manufacturing records were reviewed and no complaint related issues were found. All records indicate the product was manufactured to specifications. Batch 100106 complied with dimensional, appearance and shape specifications prior to release. The material and hardness certificates were in order. A total of 48 complaints have been received relating to inner shaft tip-deformation on the re-designed reflex hybrid screw extractor. The investigations into past complaints concluded that the failures were the result of user-error. This is the 2nd complaint to have been received on this batch. The most likely cause of the reflex-hybrid screw extractor inner shaft tip-breakage is user-error. The surgical technique details that while the reflex-hybrid screw extractor is attached to the screw, pivoting or angulation of the instrument should be avoided, as it can cause bending or breakage of the inner shaft. The reflex-hybrid screw extractor inner shaft is made of biocompatible stainless steel to mitigate the risk of broken tips remaining inside the patient.